Manufacturer narrative:
The account called to get the part number for the side communication cable. See scanned page. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account replaced the communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom rec'd a report from the account stating the nurse call would not work. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).